Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot # listed as unknown provided 614338, lot is not associated with medical device catalog # 22003e-07. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set, 1 smartsite¿ needle-free connector is difficult to attach the saline flush. The following information was provided by the initial reporter: I also found it difficult to attach and it required much more than usual force to attach the saline flush and quite a bit of pressure to get the flush to go through, which then came out the end and showered my top with saline.

Manufacturer narrative:
H6: investigation summary a complaint of a luer lock attachment being defective, causing the syringe not to properly flush was received from the customer. A photo of the sample was provided for investigation. In the photo, the syringe is see to be bent and damaged. The syringe or the connected component in the photo do not match the provided material number. A device history record review could not be performed on model 22003e-07 because the lot number is invalid. Due to a physical sample not being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd smartsite¿ extension set, 1 smartsite¿ needle-free connector is difficult to attach the saline flush. The following information was provided by the initial reporter: I also found it difficult to attach and it required much more than usual force to attach the saline flush and quite a bit of pressure to get the flush to go through, which then came out the end and showered my top with saline.